Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was returned for analysis and was received into the analysis department on november 6, 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that they had a heating pad on their hip then in the morning they got up and it seemed like there was a light burning in their butt. They asked their daughter and they had a big burn then they realized that their spine stimulator was not working. The burn is right where their spine stimulator and leads are. When asked if it was confirmed if the implantable neurostimulator (ins) burned up inside of them the patient said that they cannot verify anything because the burn is too severe to cut the spine stimulator on. They cannot tell the cause- the spine stimulator will have to come out. The patient went to a burn wound center on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and from there more dates to resolve the burn. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that beginning like 3 weeks ago they received a severe burn at their ins site on their butt and their ins quit working. Their friend thinks maybe the ins burned up inside. The burn is deep in their skin and it is not healing. They had a heating pad that they placed on their hip and woke up with the burn. Patient services reviewed heating pad guidelines with the patient. The patient also noted that beginning 10 days prior to (B)(6) 2018, there was an infection in their burn that spread which is causing the burn to intensity. The patient spoke with their manufacture representative (rep) who told them to call patient services to document the event. The patient is on antibiotics and their healthcare professional (hcp) will not touch the ins until the burn is healed. The patient stated that they are all messed up. The patient was redirected back to their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-10-31. It was reported the patient claimed the ins burned her in the pocket. The ins was at end of service (eos). Testing of the leads were within normal limits. The ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. There was a normal end of life and telemetry/output were okay. If information is provided in the future, a supplemental report will be issued.